Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after implantation procedure, the patient's atrial lead exhibited a sensing issue. It was noted that the atrial lead exhibited p-wave undersensing and qrs complex oversensing. Programming changes and lead revision were discussed. Patient was stable. No further information was reported.